Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure for a cardiac resynchronization therapy defibrillator (crt-d) system, the left ven tricular (lv) lead exhibited high pacing thresholds after entering the vessel. It was further reported that following the sheath withdrawal, the lead dislodged and could not be secured within the vessel. The physician abandoned the implantation of the lv lead and opted instead to implant a dual-chamber implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.